Manufacturer narrative:
This report is submitted on april 02, 2024.

Event description:
Per the clinic, the patient experienced pain and erythema at the implant site. The patient was treated with topical antibiotics and steroid (specific date not reported).